Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported event. There were no problems found with the device. The forceps jaws were able to open and close properly when the slider was manipulated. There were no damages noted on the forceps jaws and needle tip. The exact cause of the reported event could not be determined as no abnormalities or damages were found with the device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined, however, the most likely cause of the patient's outcome is attributed to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent patient injury. ¿do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.¿ as part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event, however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, the patient's esophagus was perforated. The patient was hospitalized for continued observation. The current condition of the patient is unknown.